Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there were at/af (atrial tachycardia/ atrial fibrillation) episodes that appear to be due to external electromagnetic interference (emi) sixty hertz noise on the implantable cardioverter defibrillator (ICD). The ICD remains in use. No patient complications have been reported as a result of this event.